Event description:
The doctor claims that the fabric was implanted for a carotid endarterectomy procedure and leaked blood (quantity unknown and unattainable). The bleeding was stopped with 5 raytex patches and 6 sutures. The patch was left in. The procedure outcome was fine. The pt's condition was fine.